Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr, implantable pacemaker, (B)(6) 2005. A 5076, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance greater than 3000 ohms and increasing capture thresholds. It was determined that another rv lead was implanted about a month later. No patient complications have been reported as a result of this event.